Manufacturer narrative:
Visual examination confirms wear of the poly material. There is nothing visually apparent to indicate the wear has been excessive. Review of the device history records did not reveal any product problems, related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution in 1997. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised due to poly wear of the liner, osteolysis present.